Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300mg/dl. The customer stated that the cause was unknown. The customer delivered a correction bolus to address the current bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.